Event description:
It was reported that the patient with a artificial urinary sphincter (aus) reported that they experienced incontinence when sneezing, coughing, or after the aus cuff has been closed. Troubleshooting techniques were used to try to resolve the issue; however, there was no resolution. The patient stated that the position of the valve was unclear, but the pump may have felt flat. No surgical intervention has been performed. No additional patient complications reported.